Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Event description:
The customer observed wbc voteouts and startup failed white blood cell, wbc, from a coulter ac t 5diff cap pierce. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/27/2015. The fse replaced the wbc aperture o-ring and the instrument ran without any failures. The repairs were verified per established service procedures. (B)(6).